Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat calcified stenosis in the left anterior descending (lad) artery and the circumflex (cx) artery. The patient presented with unstable angina. Two non-abbott stents were implanted overlapping in the lad. A 2.75 x 22 mm non-abbott stent was implanted in the distal cx. The proximal cx was pre-dilated with a 2.75 x 20 mm semi-compliant balloon, reducing the stenosis to less than 40%. The 3.0 x 18 mm absorb gt1 scaffold was implanted and post-dilated with a 3.0 x 12 mm non-compliant balloon. The final residual stenosis was less than 10%. The patient was discharged on dual antiplatelet drug (dapt) of aspirin and clopidogrel. The patient was readmitted with stable angina on (B)(6) 2017. Angiography detected diffuse proliferative restenosis up to the trunk in the absorb scaffold. The other stents were patent. Two non-abbott stents were implanted overlapping for treatment. The patient was discharged in stable condition on the same dapt. No additional information was provided.